Manufacturer narrative:
The device is not available for eval as it is still implanted. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "incorrect liner implanted with cup. I was notified today after contralateral side was implanted and the pt record was pulled by the circulating nurse to verify sizing."